Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 900 mg/dl. Customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support, there was no permanent to the customer, and the customer was still admitted in the hospital. Reportedly, an occlusion alarm occurred. Additional information was not provided. Multiple follow up attempts were made to obtain additional information, however, a response was not received.